Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 devices were received. Event confirmation status: 4 reported events were confirmed; the cause traced to component failure. 2 reported events were not confirmed. 1 device evaluation is still in progress. Evaluation results: 6 devices were found to be affected by internal component corrosion.   Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 7 previously reported events are included in this follow-up record.   Product return status 7 devices were received.   Event confirmation status 5 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 7 devices were found to be affected by internal component corrosion.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device had a sticky safety device that could lead to unintended power-up. 7 events had no patient involvement; no patient impact.